Manufacturer narrative:
Image review: one photograph was received of the in.pact pacific shelf carton. The lot# on shelf carton matches that on device. Product analysis: the device was received for evaluation. Device decontaminated with cidex-opa and tergazyme soak pending further testing to support the final product analysis findings. The balloon returned deflated with a balloon twist evident in the mid balloon material. No kinks or abnormalities were noted on the device catheter. A 0.018inch guidewire was loaded through the catheter with no issues noted. Negative prep was performed with no issues noted. The balloon was inflated to 4atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The balloon was then inflated to 6atm. The balloon twist was less prominent when inflated to 6atm. The outline of the balloon twist on the mid balloon material was evident after deflation. The balloon was then inflated to 10atm. The balloon twist was less prominent again when inflated to 10atm. The outline of the balloon twist on the mid balloon material was evident after deflation. The balloon was then inflated to 14atm. The balloon twist was less prominent again when inflated to 14atm. The outline of the balloon twist on the mid balloon material was evident after deflation. Throughout the analysis, the outline of the balloon twist became less prominent as the device was inflated to a higher atmosphere. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device inpact pacific is distributed outside the united states; however, it is similar to the united states distributed product in pact admiral. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact pacific during treatment of the patient's superficial femoral artery (sfa). It is reported a twist occurred. The physician was successfully able to deflate the balloon and remove it from the patient without issue. No injury reported.